Event description:
A healthcare facility reported via a distributor that an mr290hfv autofeed humidification chamber developed a crack down the vertical 'seam of the plastic' which caused water to leak out of the chamber and the ventilator to alarm. The healthcare facility further reported that the ventilator settings were as follows: map=30cm h2o, hz=5, delta p=90. No pt consequence was reported.

Manufacturer narrative:
The mr290hfv chamber is currently en route to fisher & paykel healthcare for investigation. Results: the event description describes the crack as occurring at the 'vertical seam' of the chamber. The cracks to the chambers have occurred while in use on a high frequency ventilator. A lot check revealed 4 other complaints of this nature for this lot # involving 4 devices in total. Conclusion: this is a known failure mode and the chamber cracks have most likely resulted from oscillatory stresses induced by the high frequency ventilator. Design improvements were made to the mr290 chambers which resulted in the mr290hfv variant to be used in high frequency applications. This improvement reduced the incidents of cracking but did not eliminate the problem entirely. A CAPA has recently been initiated to further investigate the problem of cracked chambers when used in conjunction with high frequency oscillatory applications, in particular use of the mr290hfv chamber with the sensormedics 3100b ventilator. Our monitoring and trending of incidents involving cracked mr290hfv chambers due to use with high frequency oscillators has a rate of occurrence worldwide in the last year to december 2008. We will provide a f/u report upon receipt of the complaint device and completion of the investigation.